Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the contact did not believe that the customer's blood glucose levels were being recorded in the pump history when no correction was required. The customer did not have the pump available for troubleshooting or confirmation of pump data. There was no reported impact to the customer's blood glucose level.